Event description:
It was reported that the customer had no delivery alarm on the insulin pump. Customer stated it happens during the rewind and prime. Unable to troubleshoot due to customer did not have the insulin pump. No blood glucose reading provided. Advised customer to monitor insulin pump and to call back for any issues. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.